Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # is k093745.

Event description:
There is no indication that the product caused or contributed to an adverse event. The patient reported blood glucose results of "6.2, 7.3, and 8.1 mmol/l" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of greater than 12 mg/dl (0.67 mmol/l) or 15%.